Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned delivery wire noted bends at 53 and 57 cm from the proximal end. The distal end of the delivery wire was examined under magnification and showed the main coil had broken off beyond the main junction. The main coil was also notably stretched and the form tip ball was not attached. Additional information was requested from the physician and it was determined the device was used in accordance with the directions for use. Based on the information provided and analysis of the device, it is likely procedural factors caused the performance of the device to be limited.

Event description:
It was reported during placement of the second coil, the physician felt a snap. The physician attempted to remove the coil but part of the coil remained inside the patient with approximately 3cm protruding into the parent vessel. The physician was able to removed the rest and after placing a closure device, it was noted that a thin piece of wire was protruding from the puncture site. The wire was cut and was reported to be the proximal section of the coil. The patient was put on antiplatelet medication and observed. No further details were reported.

Manufacturer narrative:
(B)(4): the device has not been returned for analysis.

Event description:
It was reported during placement of the second coil, the physician felt a snap. The physician attempted to remove the coil but part of the coil remained inside the patient with approximately 3cm protruding into the parent vessel. The physician was able to removed the rest and after placing a closure device, it was noted that a thin piece of wire was protruding from the puncture site. The wire was cut and was reported to be the proximal section of the coil. The patient was put on antiplatelet medication and observed. No further details were reported.